Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) h3: analysis of the 97755 recharger (rtm) serial number (B)(6) revealed a "no device found" message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the controller battery compartment door was stubborn to remove from the controller. The reason for call was that thought that they needed to have their device checked as something wasn't right; pt reported that the controller couldn't find the ins unless the rtm was connected; pt confirmed that the controller displayed no device found when attempting communication with the ins without the rtm connected. Pt stated that they had the controller sitting right on top of the ins site and the controller still couldn't find the ins. Pt confirmed that the equipment seemed to communicate successfully with the ins when using the rtm. Pt then stated that every once in awhile they would hear a rattling noise coming from the controller. Pt stated that it had probably been t wo or three months ago since the issue first started. They had the rtm in place over the ins site when recharging the ins, however sometimes the ins wouldn't have charged at all; pt noted that they would either be sitting in a chair or driving when recharging the ins; pt stated that they had the rtm stay in place over the ins with complete contact and that they hadn't moved, however the ins still wouldn't have charged at all. Pt stated that it takes much longer to recharge the ins than it should. Pt stated that the rtm would start warming up after awhile of recharging the ins. Pt confirmed that there was no apparent damage to the rtm and that the rtm cord was not coming loose from the paddle. No symptoms were reported.